Event description:
Reportedly, the device was explanted after an implant duration of 91.23 months due to severe regurgitation. Per the initial report, (B) (6) implanted a 6900p25mm in a patient called (B) (6) on (B) (6) 2002. Patient age at that time was (B) (6). The patient was reoperated on (B) (6) 2010, and the valve was explanted due to severe regurgitation. (B) (6) replaced again with same model and size device.

Manufacturer narrative:
Sales rep has collected the explanted valve & will be sending the valve with proper storage today 04/21/2010 to (B) (4) office; has attached the feedback form. Per the sales rep, "we tried our level best to get the serial number but we couldn¿t manage it. We met the patient's relative, saw all the records but serial number was not mentioned anywhere in the old file of the patient. We even tried to get [the device info] from the (B) (4) record room but they don¿t keep the record for more than 5 years unless it is an accident case file or disputed matter." 04/22/2010, requested the digital echo recording. Hardcopy of echo report was provided. 04/23/2010, received response that echo cd is to be provided. Customer letter requested. DHR review cannot be done until the device information is known. After the evaluation, the device will be dismantled for the serial number and the DHR review will be started. Device has not been returned.

Event description:
The customer stated that one patient sample generated a false positive result of 60 iu/ml for the axsym cmv-igg assay. The patient is known to have had previously generated a negative result of less than 4 iu/ml. The same patient sample generated another positive result after retested with centrifugation. The sample with the result of less than 4 iu/ml was then retested with a result of 0.5 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
Evaluation summary: on 07/18/2010, the valve was received in a glass jar. The jar opening was relatively smaller than the valve. Breaking the jar was necessary to retrieve the valve. Evaluation pictures 1-3 were taken prior to the valve retrieval. Tears at the free margins leaflets 2 and 3 were detected while the valve was in the jar (please see evaluation picture collage 3). Also while the valve was in the jar, x-ray image was taken indicated wireform to band separation. Along with the valve, a section of host tissue overgrowth was returned; it measured to approximately 3cm long. The tears at the free margin of leaflet 3 measures to approximately 3mm at commissure 1, and 6mm at commissure 3. The tear at the free margin of leaflet 2 measures to approximately 6mm. The valve as received, exhibits tissue that is stiff, shrunk, which are common characteristics of dehydration. A gap is noted at the coaptation region. No other inconsistencies detected. On 08/12/2010, device was dismantled for serial number to complete the DHR review. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.